Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed unexplained power on reset events after replace battery alarms and low battery warnings. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection, and was used to successfully complete a 24 hour duration test. No power on resets were duplicated during the investigation. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.